Event description:
Patient had an MRI assisted neuro ablation using visualase fiberoptic catheter. After ablation was completed, the catheter was removed and noted to be charred on the tip. FDA safety report ID# (B)(4).